Event description:
It was reported that the intellivue mp50 patient monitor had fallen out of the philips table top mount. The device was not in use at the time of the incident. There was no adverse event as no one was in the room at the time of the incident.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. The biomedical equipment technician checked the philips tabletop mount and found that the table mount kit needed to be replaced as one of the fingers of the mount was broken. The technician confirms that the intellivue mp50 was not damaged during the fall and is fully functional. Based on the information available and the testing conducted, the cause of the reported problem was a hardware malfunction. The reported problem was confirmed. The device was operational after the table mount kit replacement. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: unknown. E1: reporter phone number: unknown.

Event description:
It was reported that intellivue mp50 patient monitor that had fallen out of the philips table top mount. The device was not in use at the time of the incident. There was no adverse event as no one was in the room at the time of the incident.